Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that the patient's radiation treatment was delayed after spaceoar vue injection. The hydrogel overlapped the patient's prostate, leading to the decision to wait until the hydrogel is absorbed. The patient is asymptomatic, and he has been monitored through computerized tomography imaging to track the hydrogel's breakdown.